Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, a yellow calcification on the shell, wear abrasion and black particles on the shell. A leak test and microscopic analysis was performed which identified one sharp crease opening on the posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." Device has been explanted.